Event description:
It was reported that this lead was explanted and replaced due to a dislodgement presented, the patient experienced twiddlers syndrome. The dislodgement was confirmed through x-rays. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information: b5. Describe event or problem. H6. Impact codes and device codes.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the dislodgement. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this lead was explanted and replaced due to a dislodgement presented, the patient experienced twiddlers syndrome. The dislodgement was confirmed through x-rays. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted and replaced due to a dislodgement presented. The patient experienced twiddlers syndrome. No additional adverse patient effects were reported.